Event description:
The patient was being assisted through the treatment by technical services. The patient noticed a leak at the cassette. There is no reported ill effect reported. The nurse was called for additional information and it was confirmed that the patient did not receive medical intervention due to this event. There is no sample available for an evaluation.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample was available for an evaluation. Conclusion: the reported complaint is not confirmed. No further investigation is required per complaint investigation procedures. Event data to be trended per quality data analysis procedure. No CAPA required; does not meet escalation criteria at this time and will monitor through trending programs and escalate as required by complaint management and CAPA process.